Manufacturer narrative:
Please see report number 3007566237-2018-00026 for initial implantable neurostimulator (ins) report. Other applicable components are: product ID: 3708640, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that following a deep brain stimulation (dbs) implant, the patient experienced a clavicle fracture on an unknown date. Following the fracture, impedance values of 4,000 ohms were found on electrode #3. This electrode was not used for therapy so the hcp decided to "wait and see" before they approached the issue. It was then noted the implantable neurostimulator (ins) and adaptor were recently replaced, but the hcp did not think there was any issue with the adaptor; the hcp wanted to check the device "just in case". The impedance values remained at 4,000 ohms following the replacement. When inquired about the causality of the event, the hcp suspected that the clavicle fracture was related to the event. The event was considered resolved at the time of this report; however, it was previously noted that the impedance values remained at 4 ,000 ohms. Follow-up is being conducted to obtain clarification on this conflicting information as it is unclear if the impedance values were resolved following the replacement. There was no known impact or consequence to the patient and no further complications were reported/anticipated. Please see report number 3007566237-2018-00026 for initial implantable neurostimulator (ins) report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the serial numbers of the implantable neurostimulator (ins) and adaptor, implant dates, and the patient's weight and age at the time of the event were unknown. It was then confirmed that the previous ins was replaced due to normal battery depletion. It was also clarified that the high impedances found on electrode #3 persisted after the explant, however, that electrode was not used in therapy so the hcp considered the event resolved. No further complications were reported/anticipated.